Event description:
I started out of the blue having much worse asthma that had been under control without medication for years. My o2 saturation dropped to and stayed at or below 95% when it had always been between 97%-100%. I developed severe episodes of asthma where I sometimes would almost pass out before I could get to my emergency inhaler or nebulizer. I was at one point prescribed nebulizer breathing treatments, two different inhalers (non rescue inhalers), and one rescue inhaler. All worked only slightly but not enough to keep me from having severe asthma attacks. As I type this right know I have audible wheezing in my upper airway. I haven't been able to over the years to break through to a time where my asthma was controlled without medication. Even after losing significant weight the asthma problems have continued, and in (B)(6) 2020 I contracted covid which made everything so much worse. I on multiple occasions would start coughing and get so light headed that I would wake up on the floor realizing I had passed out. About 2 days after I was diagnosed with covid my o2 saturation dropped to between 79%-85%. I was placed on o2 when at home and that only got me to around 90%. I was so weak that if I tried to pick up around the house for 5 minutes, I would have to sleep for 10-12 hours to have the energy to get up and move around again sometimes I would just lay down and sleep wherever I ran out of energy at normally in the hall or living room floor. I know most of that was the effects of covid, but it was made so much worse by breathing problems that already were causing me issues. It has taken me until (B)(6) 2021 to have an 02 saturation that is around 92%-94%, but I'm still struggling with my asthma. I also noticed about 5 or 6 months ago that occasionally I would feel something strange that would hit my nose hairs occasionally when I wore my CPAP. I assumed it was just a dust particle but after I read the recall I unhooked the humidifier attachment from the main CPAP machine and after looking with a flashlight into one of the parts between the machine and the humidifier I noticed there are several tiny black specs down in that part where the air travels through. I suffer from sore throat burning dry eyes and constant nasal issues. I also almost always have a small amount of blood that is on the toilet paper when I blow my nose. I also during that time was told I had developed a fatty infiltrate in my liver when I started to have some liver issues. I don't know if any of these issues are related to the device and I swear by my CPAP and how it has made my life better, but looking back at when I got my machine, I have to admit medical problems that I had under control for years suddenly weren't under control. I have to wonder if the CPAP I swear by might have contributed to my worsening medical conditions. I am (B)(6) and I feel as though I'm 72 years old. My decline in feeling healthy did start around the time I start using my CPAP. It could have nothing to do with it but I felt like you should know what I have faced. I do have the dreamstation serial #(B)(4). I have sent the recall info to my dr to see if she thinks I need to stop or continue using it. I have also registered my device as the philips website says you should. I can't be certain of all the dates but my medical records can be pulled if needed. I have included a pic of the unit and a couple pics of the plastic device that the air travels out of the CPAP and into the humidifier. You can't see very far into the piece but you can see black specs in the piece. This would have to come from my medical records. FDA safety report ID # (B)(4).